Event description:
Hole in sheath which caused stent protruding the sheath a bit which gave a lot of friction when releasing the stent. This extensive amount of friction broke the sheath release lever and deployment was not possible. Patient outcome: "untreated right iliac common artery aneurysm, no additional injuries inflicted due to failed deployment."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo abdominal stent-graft custom-made device. The custom made treo device is not marketed in the us, however it is similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in the netherlands.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo abdominal stent-graft custom-made device. The custom made treo device is not marketed in the us, however it is similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in the netherlands.

Event description:
Hole in sheath which caused stent protruding the sheath a bit which gave a lot of friction when releasing the stent. This extensive amount of friction broke the sheath release lever and deployment was not possible. Patient outcome - "untreated right iliac common artery aneurysm, no additional injuries inflicted due to failed deployment."